Event description:
Syringe from amneal that has a blocked fluid pathway [device occlusion] luer lock piece moves on the glass syringe's hub, or falls off completely, the syringes are not able to fully depress the spring-loaded claves on ports [device issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device blockage and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from the other reporter via an email concerning above-mentioned adverse event experienced by the patient while on amneal's glycopyrrolate injection. The patient was being treated with glycopyrrolate injection (ndc: (B)(4), lot no. Ap230311, expiry date-may-2025) (dose, route, frequency, and therapy dates were not reported) for an unknown indication. Concomitant medication, concurrent condition, medical history, historical medication, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that there is an obstruction in the plastic hub. The obstruction was not able to be removed so no product was dispensed to the patient from syringe last action taken with glycopyrrolate in relation to device blockage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device blockage and no adverse event was unknown. The reporter did not provide the causality of device blockage and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. Data-correction, follow-up # 2 and follow-up # 3 received on 29-aug-2024, 06-sep-2024 and 13-sep-2024 respectively. Upon internal qc review a data-correction was added to the case with day 0: 29-aug-2024, correction was made as case was upgraded from non-serious unlisted to serious unlisted and additional follow-up (#2) information received on 06-sep-2024. Additional significant follow-up information received from other reporter via an email. New information included additional event device issue was added. Additional follow-up (#3) information received on 13-sep-2024. Additional non-significant follow-up information received from pharmacist via a telephone call. New information included narrative was updated. On an unknown date two other issues of glycopyrrolate syringes were reported, the luer lock piece moves on the glass syringe's hub, or falls off completely, the syringes are not able to fully depress the spring-loaded claves on ports and open the fluid pathway. While attempting to withdraw the contents from the syringe through the syringe opening, they found that the opening is too small to accommodate through blunt tips. It was reported that micro clave and baxter tubing connectors were used for the administration of the product. Last action taken with glycopyrrolate in relation to device blockage, device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device blockage, device issue and no adverse event was unknown. The reporter did not provide the causality of device blockage, device issue and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited.

Event description:
Syringe from amneal that has a blocked fluid pathway [device occlusion]. Luer lock piece moves on the glass syringe's hub, or falls off completely, the syringes are not able to fully depress the spring-loaded claves on ports [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device blockage and no adverse event in a patient (age, gender, and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, amneal pharmaceuticals received information from the other reporter via an email concerning above-mentioned adverse event experienced by the patient while on amneal's glycopyrrolate injection. The patient was being treated with glycopyrrolate injection (ndc: 70121-1699-01, lot no. Ap230311, expiry date-may-2025) (dose, route, frequency, and therapy dates were not reported) for an unknown indication. Concomitant medication, concurrent condition, medical history, historical medication, history of procedures/surgeries, history of allergies, history of smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that there is an obstruction in the plastic hub. The obstruction was not able to be removed so no product was dispensed to the patient from syringe last action taken with glycopyrrolate in relation to device blockage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device blockage and no adverse event was unknown. The reporter did not provide the causality of device blockage and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. Data-correction, follow-up # 2 and follow-up # 3 received on 29-aug-2024, 06-sep-2024 and 13-sep-2024 respectively. Upon internal qc review a data-correction was added to the case with day 0: 29-aug-2024, correction was made as case was upgraded from non-serious unlisted to serious unlisted and additional follow-up (#2) information received on 06-sep-2024. Additional significant follow-up information received from other reporter via an email. New information included additional event device issue was added. Additional follow-up (#3) information received on 13-sep-2024. Additional non-significant follow-up information received from pharmacist via a telephone call. New information included narrative was updated. On an unknown date two other issues of glycopyrrolate syringes were reported, the luer lock piece moves on the glass syringe's hub, or falls off completely, the syringes are not able to fully depress the spring-loaded claves on ports and open the fluid pathway. While attempting to withdraw the contents from the syringe through the syringe opening, they found that the opening is too small to accommodate through blunt tips. It was reported that micro clave and baxter tubing connectors were used for the administration of the product. Last action taken with glycopyrrolate in relation to device blockage, device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device blockage, device issue and no adverse event was unknown. The reporter did not provide the causality of device blockage, device issue and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#4) information received on 23-dec-2024. New information received includes investigation report, attached with this case. Two complaints were received from (B)(6) pharmacy manager, anesthesia and surgery support, (B)(6) for product glycopyrrolate injection usp 0.2 mg/ml (2 ml); lot no: ap230311 regarding ¿glycopyrrolate has a blocked fluid pathway¿. Examination of complaint sample photographs reveals that luer lock is detached from pre-filled syringe and obstruction is highlighted in photograph by complainant inside pfs tip. Review of batch processing and controls during manufacturing, visual examination of finished product retained sample & reserved sample of glass syringe, retained sample simulation study, review of packing material used in complaint lot reveals no unusual observation which could attribute to reported complaint. The finished product retained sample simulation study reveals that no discrepancy observed related to blockage (obstruction) in the prefilled syringe tip. Product solution was easily expelled from prefilled syringe to beaker by applying the gentle force on plunger rod of pfs. Vendor investigation reveals that there is no possibility for introduction of foreign particle in luer lock adapter (ovs closure) during process of assembling at schott poonawalla. The only probability of introduction of foreign particle could be from connectors due to compatibility problem. Hence the complaint could not be substantiated or corroborated regarding any aspect of manufacturing/processing at schott poonawalla pvt. Ltd. As stated by the complainant, micro clave and baxter tubing connectors are used for the administration of the product. However, vendor schott poonawalla, studies demonstrate that subjected pfs barrel tip are compatible with reference connectors c1 and c3 as per iso 80369- 7:2016. Pfs are designed to be compatible with female connectors/needleless luer access valve (lav)/device (nlad) including needle hub of hypodermic needles which are in compliance with iso 7864 sterile hypodermic needles for single use -requirement and test methods. Hence there may be the possibility that connectors used by the complainant are not in compliance with iso 7864 and not compatible with the drug product pfs. Also, amneal pil does not recommend any specific type of connectors for administration of product glycopyrrolate injection usp 0.2 mg/ml (2 ml). Hence no further action is warranted. Based on the investigation, reported complaints stand non-substantiated. Last action taken with glycopyrrolate in relation to device blockage, device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device blockage, device issue and no adverse event was unknown. The reporter did not provide the causality of device blockage, device issue and no adverse event with glycopyrrolate. This case was considered as serious. The reportability of this case was expedited.